Manufacturer narrative:
Concomitant medical products: fluted stemmed tibial component, catalog 00599603801, lot 62515755. This report is number 2 of 2 MDR's filed for the same event (reference 1822565-2017-00364 / 1822565-2017-00365).

Event description:
Patient underwent right knee revision 3 years post implantation. Surgeon noted during revision the articular surface implant had a broken edge around the posterior rim of the locking mechanism.

Manufacturer narrative:
It was noted that the initial report was submitted under the incorrect medwatch facility.the proper report for the event is being reported under report # 002648920-2017-00242.